Manufacturer narrative:
This report is being filed to provide additional information.

Event description:
This product is not available within the us, but this report is being filed due to a alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: the disposable set was unavailable for return. The run data file was investigated for this procedure. Root cause: the run data file analysis did not show a conclusive root cause for the reported elevated wbc content in the collected platelet product. Signals from the run data file showed that platelets were delayed several minutes exiting the chamber due to flow adjustments made prior to the platelet valve opening. Platelets continued to exit the chamber as expected throughout the remainder of the procedure. Based on the available information, it is possible that this leukoreduction failure may be donor related.

Event description:
The customer reported an elevated white blood cell (wbc) count in the platelet product.there was not a transfusion recipient or patient at the time of the wbc testing, therefore nopatient information is reasonably known.the disposable set is not available for return because it was discarded by the customer.